Event description:
It was reported the device was replaced due to normal battery depletion. No symptoms or patient injury were reported.

Manufacturer narrative:
(B) (4): final analysis: 3272 (B) (4): analysis revealed the receiver was functioning okay electrically; however, there was a breached depression in the insulation to the #5 conductor 12.5 cm from the receiver. There were multiple cosmetic depressions in the outer insulation of both extensions. The #0, #1, and #2 setscrews were not tight to the lead. The lead body/insulation was cut through and segmented and in two locations. There was discoloration on the hybrid can and pins 2, 3, and 9. There was also discoloration on the retainer. Lead model 3487a, lot # i48681: analysis revealed the #1 conductor broke at the #1 connector weld site (likely broke while attempting to remove the lead from the extension). The lead could not be removed from the extension. There is cosmetic esc on approximately 5% of the lead length. There were breached and cosmetic melted sports in the outer insulation. The primary finding was a conductor(s)/wire(s) broken due to overstress/damage. Lead model 3487a, lot # i49178: analysis revealed two conductors were broken 8.2 cm from the distal end and two conductors were broken 9.3 cm from the distal end of the lead. The #1, #2, and #3 ...